Event description:
It was reported that the device was explanted after implant duration of zero days, due to mitral regurgitation. No further details were provided. Info learned from operative report.

Manufacturer narrative:
Method - device not returned.